Manufacturer narrative:
The reported event of high threshold was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the atrial lead exhibited loss of capture. The lead was explanted and replaced successfully with a new lead. Patient was in stable condition before, during, and after the procedure.